Event description:
The customer's mother reported her son's blood glucose and insulin history is as follows: time: 7:20 am; bg (mg/dl): 174; bolus (u): 0.95 and 1.75. Time: 8.40 am; bg (mg/dl): 319; bolus (u): 0.95. Time: 10:44 am; bg (mg/dl): 440. The pod was deactivated and she noticed the cannula was lying on top of his skin. The cannula was also bent and kinked. She was able to activate a new pod and at 12:26 pm his bg was reading 334 mg/dl.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency tha would result in the cannula to fail to inert correctly or the pump to fail to delivery insulin was found. No bent or kink was observed in the cannula. Qualification records were reviewed and the product lot met all acceptance criteria.